Event description:
It was reported that occlusion alarms occurred. The customer's blood glucose level was 397 mg/dl. The customer received assistance by a health care provided to address the elevated blood glucose with a manual dose injection. The customer resumed insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.